Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an unspecified malfunction during surgery was confirmed. An assessment was performed on the device which found that the motor had seized, jammed, and was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for air leak, function of the triggers forward/reverse mode, untrue running, excessive noise, the power with the test bench, and starting behavior. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the compact air drive device had an unspecified malfunction. It was not reported if there were any delays in the procedure due to the event. It was reported that an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.